Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist, the 26mm sapien 3 ultra resilia (s3ur) valve was prepped per IFU and valve was deployed successfully. During the valve crossing, the implanter had to use some force to get the valve across. On the post deployment root angio, an ascending aorta dissection was noted. Patient was stable, after carefully assessing the situation, team decided to surgically fix the dissection. Per surgeon an interposition graft was placed successfully and patient was transferred to the ICU in stable condition. Implanter stated that dissection was possibly a result of crossing difficulty and alleged that flex catheter tip might have been in contact with the aorta wall as the team was trying to cross the native valve. Proctor had stated that push force by the implanter was significant while attempting to cross the valve.